Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an alarm issue. The machine showed "temperature error" with cooling system turned on and saline flow was not obstructed but cannot find the reason. They cleared the alarm by pressing reset, but the alert mark showed again. They tried a demo device and it worked fine. Procedure was cancelled and rescheduled while the patient was under anesthesia. There was no patient injury.